Event description:
It was reported that during a paf (paroxysmal atrial fibrillation) procedure and after merging with carto, isolation was started from rpv. When ablation was performed in lpv for approx. 70 times, it was confirmed by cine angiogram that the posterior wall was not moving at all. Pericardial effusion was confirmed by echo. Drainage was performed. The impairment of this event was classified as moderate. The outcome of this event improved and the prognosis for the patient was satisfactory. According to the physician, the causality of this event was attributed to the excess of ablation performed in the same area and it was not related to the device. The patient condition was reported as stable.

Manufacturer narrative:
A 3500a supplemental report will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).